Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 4, 2021. The investigation of the returned device was completed by the failure analysis lab on may 6, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired absence of the breast bilaterally. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with 790cc mentor memorygel breast implants experienced bilateral acquired absence of the breasts bilaterally. As a result, the patient underwent bilateral capsulorrhaphies and replacement of the left breast on (B)(6) 2021. See 1645337-2021-03675 for contralateral prosthesis report.